Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. It was reported the customer was poked her finger, but no adverse event was reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).